Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The pump was received with the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, broken belt clip rails, broken reservoir tube lip and fading serial number label. Cosmetic damage was confirmed at belt clip area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced belt clip rails being damaged. The customer reported no adverse event. Troubleshooting was performed and a crack was observed at the place where the belt clip was inserted. The event involved product(s) mmt-1781kl. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1781kl was requested and the customer returned the device.